Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a error 3 alarm during fill tubing. The customer was advised an occlusion on a set or connection issue can cause the issue. The customer reported the insulin pump passed a self-test. The customer was advised the insulin pump needed to be replaced. The customer's blood glucose was 202 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 3 during testing. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.